Manufacturer narrative:
The reported event occurred with the patient under anesthesia. There is no known impact on the patient. The surgical case was broke down and reopened due to the fiber raytex "falling out" of the medical absorbent towel. The product was not returned to the facility for evaluation. Novo health services quality manager conducted awareness training of the event, and in-service training with the facility on proper sorting during the soiled process and proper inspection process.

Event description:
The user facility reported that while the surgical technician and the doctor were draping the patient with reusable sterile towels a raytex fell out of the towel and landed on the patient. The raytex count was preformed to verify that the sponge was "extra."